Event description:
It was reported that after the catheter was inserted, a contrast agent was injected manually by using a 5cc syringe. At that time, a back flow of blood was noticed in the extension line of the balloon lumen. Since the user suspected an inner lumen leak, the catheter was exchanged. There were no reported pt complications. The user didn't mention an issue with balloon inflation.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.